Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer received a ¿replace sensor¿ message on the same of applying the adc freestyle libre 2 sensor. The customer experienced symptoms of fainting and a loss of consciousness and was unable to self-treat. The customer received glucagon from the husband as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed with the returned sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer received a ¿replace sensor¿ message on the same of applying the adc freestyle libre 2 sensor. The customer experienced symptoms of fainting and a loss of consciousness and was unable to self-treat. The customer received glucagon from the husband as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.